Event description:
It was reported that a user experienced continuous glucose monitor signal loss while using a dexcom g7 continuous glucose monitor (cgm), and an agent assisted the user to toggle the sensor switch and restart sensor pairing, which resolved the connection issue at that time. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical intervention. User support included user troubleshooting and education regarding sensor pairing for a not-paired cgm condition. Investigation of this case revealed that the issue was consistent with a communication or pairing disruption between the cgm and the responsible device, with normal function restored after re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user/system setup or connectivity-related factors rather than a device malfunction.